Event description:
Customer reported via phone call that there were three occasions where the screen on the insulin pump seemed gray instead of black. The insulin pump was suspended, the customer pressed a button and the screen did turn on but the screen was less clear than usual. The customer stated that the brightness is selected as auto. The customer was assisted with changing the brightness to 1 instead of auto. The insulin pump passed the selftest. Blood glucose value is unknown. The customer was advised to continue the use of the device and to take a photo and call back if issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.